Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had no telemetry. Troubleshooting steps were taken to no avail. The patient will call the doctor's office and call back to order new monitor if need be. The patient management database confirmed that the remote monitor did not have any successful transmissions since the date of the call. The device remains in use. The remote monitor remains with the patient. No patient complications have been reported as a result of this event.